Event description:
A malfunction alarm was reported, identified by the malfunction code "malf 16." There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.